Event description:
It was reported that the device could not be interrogated and was replaced. Additional information of no output was also received. The patient was in vt and required external cardioversion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.